Event description:
Distributor returned device for eval due to unit making noise. During testing of the unit, the alarms were found to function intermittently. There was no pt involvement, unit was on tech's bench.